Event description:
It was reported that t:slim x2 pump battery would not charge and pump displayed power source alert. There was no reported adverse impact to the customer¿s blood glucose level. Issue occurred before contact with technical support and then resolved when pump began charging using tandem wall adapter and charging cable, and no pump shutdown occurred, so no further assistance was required and no additional actions were taken.